Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device was fired and the jaws would not open. The device was cut off the tissue. Another device was used to complete the case. There was no consequence to the patient.